Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with priming. The customer stated that he primed twice and the reservoir was emptied after filling. The customer's blood glucose reading at time of call was 133mg/dl, and then lowers to 99mg/dl within twenty minutes. It was stated that the customer's girlfriend called the ambulance. Advised the customer to call back to provide us more information.